Event description:
Same case as: 2134265-2008-00670, -00669. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. Three unk size taxus express2 drug eluting stents were implanted in the left anterior descending (lad) artery and one unk size taxus express2 stent was implanted in the diagonal (dx). One year and 4 months post the initial procedure, the pt presented with an acute myocardial infarction. Angiography found the whole lad to be occluded with thrombosis. The pt stopped aspirin and plavix one week prior to the reintervention for a colonoscopy procedure. The physician wired the lad and performed one inflation with a 3.0x12mm maverick balloon. Then a thrombectomy device was used to remove the thrombus and the lad was "ivus'ed". The physician used a 2.5x12mm maverick balloon to open up the dx. Ivus was again performed and showed that the stents in the lad were 2.5mm and the distal to proximal portion on the vessel was 3.5 to 4.5mm, showing significant under expansion of the initial placement of the stents. The physician opened the distal lad with a 3.25x12mm quantum maverick balloon and the proximal lad with a 4.0x12mm quantum maverick balloon. The area was post dilated with the previously used 2.5x12mm maverick balloon. Ivus was performed for the final time and showed achievement of a 9.8mm square cross sectional area of the stents. The symptoms were relieved and adequate flow is back in the lad. The pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.